Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed. The pink slide insert was seen in the viewing window. The downloaded data indicates the device completed both its first and second priming sequences. No issues were seen with the needle mechanism that would cause the needle to not deploy. The device was deactivated at 1527 pulses. Deep scratch marks were found on the commutator cap. No abnormalities were found in the device's data, indicating this finding did not affect the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while wearing a pod for less than and hour it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient removed the pod.